Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not booting up. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it wasn't powering on properly.

Manufacturer narrative:
Supplemental report: 05/19/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the boot-up failure was isolated to intermittent ram memory chips u100 and u101 on the monitor computer/analog pca. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. Device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not booting up. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it wasn't powering on properly.